Event description:
Boston scientific crm received info that during a revision procedure, this dextrus right ventricular lead was surgically abandoned due to a suspected perforation of the heart wall and exhibited diaphragmatic stimulation. A new lead was successfully implanted. No adverse pt effects were reported.